Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions for use: patients showing a history of streptococcal disease (recurrent sore throats, acute rheumatic fever) shall be subjected to a skin testing for hypersensitivity before any injection is administered. In the event of acute rheumatic fever with heart complications, it is recommended not to inject the product. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ retouch and juvéderm® volift¿ with lidocaine in the perioral area. Approximately 3 months later patient experienced "after bronchitis, tough swelling at the treated areas." Patient was treated with "prednisolone oral + cefuroxime." Symptoms are ongoing.

Manufacturer narrative:
Upon further review, the date of injection was corrected to reflect the information received.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ retouch and juvéderm® volift¿ with lidocaine in the perioral area. Approximately 3 months later patient experienced "after bronchitis, tough swelling at the treated areas." Patient was treated with "prednisolone oral + cefuroxime." Symptoms are ongoing.